Manufacturer narrative:
The technician found the side rail latch spring is worn. The technician replaced the side rail latch to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the side rail will not latch when raised. No pt injury reported.